Event description:
It was reported that the fluids emptied faster than the pump was programmed for. The alaris pumps were found to have no issues when interrogated by the facility's biomed department. Although requested, there were no further details or information provided. Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "tubing did not work correctly during IV infusion.." An incomplete date of event of (B)(6) 2019 was provided.

Manufacturer narrative:
The customer's report of tubing free flow was not confirmed based on testing of the received sample. Rate accuracy testing observed no issues. Inspection of the set was done for obvious issues/damage such as kinked tubing, pin holes, tears, disengagements, cracks, fractures, contaminants, incorrect orientation, and component misassembly. No issues were observed. Inspection of dissected areas of the silicone segment observed no issues with its concentricity. The root cause was unable to be identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the fluids emptied faster than the pump was programmed for. The alaris pumps were found to have no issues when interrogated by the facility's biomed department. Although requested, there were no further details or information provided.